Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to inspect and clean various components of the pump, but was unable to successfully load a new cartridge. As a result, the issue was escalated, and a pump replacement was approved. The customer was advised on how to manage their therapy in the interim and provided with instructions for returning the faulty pump. A replacement pump with updated software was sent to the customer.